Manufacturer narrative:
(B)(4). It is unknown if the device is available for evaluation. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
Baxter (B)(4) received a report that an intermate had a cut in the tubing line. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no report of patient involvement, patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The date of report: the initial report should both be (B)(4) 2011. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Evaluation summary: baxter received one sample for evaluation. Upon receipt, the reservoir contained approximately 120 ml of solution. Visual examination confirmed the reported condition of a cut in the tubing. Specifically, it was noted that the distal luer was separated from the tubing due to a tubing breakage. A part of the tubing remained inside of the distal luer post and therefore the tubing was sufficiently bonded to the distal luer. The exact root cause of the reported condition was not determined. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample.